Event description:
The customer reported the system exhibited 'communication errors'. This error will prevent the system from booting to a usable state or result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The workstation taps were adjusted and optimized to the correct voltage. The system was tested and found to be working as intended and put back into service.